Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stimulation in undesired location, it was noted to be related to positional movement. The patient had not checked the device with their device, they stated that they needed to put batteries in their programmer and they were not at home. The patient did not know if she had other groups to try. It was reviewed that the patient may want to contact the health care professional (hcp). The leads were checked the week prior and were found to be in the correct place. There was stim on the legs and not in their low back and upper buttock, waist, hips where it was needed. One day the stim was so strong in their legs, the manufacturer representative (rep) told them to turn stim off and made an appointment. The rep came in the week prior and saw the patient, (B)(6) and was aware of the issue on that date. It was noted that the issues were since implant. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the patient had always requested stim to legs, back and buttock since date of implant. The patient frequently finds stim heavier in legs than buttock/back but reps can always reprogram to get better coverage. It was noted that stimulation was no to the wrong areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.